Event description:
This pt had an arteriogram and dilitation of the renal artery. On removal of the sheath the catheter broke. The pt was taken to surgery for removal of foreign body from the left femoral artery. At surgery, severe scarring from previous surgery was found.